Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The sion guide wire with its peeled ptfe coating fragment was returned for evaluation. The coating fragment was the shape of a ribbon. The returned guide wire had its ptfe coating intermittently peeled off for approximately 53-75cm from the proximal end of the guide wire. For approximately 115-127cm from the proximal end of the guide wire, the ptfe coating was found continuously and linearly peeled off. Referring to know similar events, an unused guide wire of the same brand was inserted into a metal introducer and made to contact the introducer edge in order to replicate the ptfe coating damage. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. The peeled coating fragments turned out to be ribbon like shaped that was similar to the returned coating fragments. Lot history review revealed no anomaly related to the reported event including ptfe coating adhesiveness. No other similar product experience report was received from this lot. In the production process, namely after the ptfe coating over the shaft is done, coating adhesion test is conducted with each coating lot in order to check the adhesion strength meets the product's specifications. The ptfe coating adhesion strength of the subject lot was confirmed that it has met all testing criteria. Based on the obtained information and investigation outcome, it was presumed that the ptfe coating was damaged by strong friction generated when a sharp edge of a concomitant device such as a metal introducer point contacted the wire shaft. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects reported, a possibility could not be completely ruled out that some coating fragment(s) might remain in the patient. The instructions for use (IFU) states: [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a moderately calcified, moderately tortuous 75-90% stenosis in the unspecified coronary artery. An asahi sion guide wire was once used in the vessel and then removed from the patient for shaping purpose. A metal introducer included in a non-asahi y-connector kit was used to shape the guide wire. When the guide wire was taken out from the introducer, peeling of the wire coating was noted. There were no adverse patient effects related to the reported peeling of the coating.